Event description:
Customer stated that their meter was missing segments on the screen. A review of the system was concucted ovet the phone. This review indicated that segments were missing from the meter's display. The customer was asked to return the meter for further evaluation and a replacement was provided.